Event description:
This (B)(6) female consumer reported that she removed a super plus tampon with some difficulty and later noticed that her vagina was not right. Consumer did not know the actual date but stated that about six months back she went to the doctor and was diagnosed with interior/exterior wall vaginal prolapse. The consumer stated that treatment was not provided but that she was told that they can do a non-invasive laser procedure or a surgery. The consumer stated that she was not interested in surgery but would consider laser treatment. On (B)(6) 2018 the consumer reported that prior to seeking medical attention she had and currently has vaginal discomfort and pain with intercourse. She stated that the vaginal discomfort has affected her quality of life and the person that she is because it has caused her pain during intercourse. The consumer stated that she is now looking to do the non-invasive procedure involving laser and needs financial help. According to the medical record received from her physician, the consumer was seen on (B)(6) 2017 for assessment of dyspareunia and prolapse. Her medical history included gravida 3 / para 3, three cesarean sections, no allergies and occasional smoking. She takes no regular medications. She had noticed increasing dyspareunia and pelvic discomfort. She had a period one month prior but they have been irregular for the past six months and she was having some hot flushes and sweats. On examination she had a grade 1-2 cystocele, grade 2-3 rectocele and no uterine prolapse. At that time she was not interested in surgical management, did not want vaginal estrogen but stated she would consider mona lisa laser treatment for vaginal dryness.